Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-03774. It was reported that x-rays revealed the patient's lead pulled out of the ipg header. As such, the patient underwent surgical intervention on (B)(6)2018, wherein the lead was reconnected to the ipg header. Reportedly, the patient has effective therapy post-operative.